Manufacturer narrative:
Per t:slim x2 basal iq user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a bolus by entering a blood glucose (bg) value on the pump bolus menu while attempting to calibrate continuous glucose monitor (cgm). Tandem technical support educated customer on the proper calibration process. Customer's bg level was 191 mg/dl.